Manufacturer narrative:
Zoll has not yet received the autopulse lithium ion battery for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a daily shift check, it was reported that a fully charged autopulse lithium ion battery (s/n: (B)(4)) did not power on the autopulse platform. The platform, however, did power on after another battery was inserted. According to the reporter, the customer indicated the battery was last fully charged in (B)(6) and the battery charger (on an unspecified date) indicated the battery was fully charged. Sometime on the last week of (B)(6), the reporter charged the battery for checking and verification purposes. There was no patient involvement reported.